Event description:
The caller reported there had been a tube with an unspecified leak. The caller did not know how long the tube had been in the patient. A non-routine replacement of the tube was required. The tube was discarded.